Event description:
Falsely elevated troponin I results were obtained on four patient samples. The results were reported to the physicians. The original samples were repeated on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to a clogged probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was due to a clogged probe. The customer performed maintenance. The instrument is operating within specifications.